Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the button on front of insulin pump were not responding they had to press them several times before they respond. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated using the down arrow allows them to navigate screens. Customer stated block mode was inactive. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.